Manufacturer narrative:
Pump received with no button response due to flattened esc button dome switch. Pump received with cracked reservoir tube lip.

Event description:
Customer reported the esc button on her insulin pump was not working. Customer's blood glucose was 342 mg/dl. She stated she had treated her blood glucose with a bolus. The customer declined to troubleshoot for high blood glucose. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.